Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds. The right ventricular lead was explanted and replaced. The patient condition was unknown.